Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5 cm diameter abdominal aortic aneurysm. It was reported that the CT revealed a distal type I endoleak from the endurant ipsilateral limb of the bifurcated stent graft. The aneurysm is currently 4.8 cm in diameter. The patient¿s iliac artery has dilated to 24mm-18.5 mm in diameter. The physician elected to implant an endurant iliac limb extension to the origin of the internal artery. The distal type I endoleak was resolved. There is a type IV endoleak present in the ipsilateral extension however the physician stated that this was due to a large dose of anti-coagulate medication given and short procedure time. It was also noted that the endurant contralateral limb was occluded. It is unknown when the occlusion occurred, since there is blood flow there has not been and will not be treatment for the occlusion. Per the physician, the cause of the distal type I endoleak was due to user error. The ipsilateral limb should have been extended distally at the index procedure. The cause of the occlusion is related to the patient¿s anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.